Event description:
It was reported by repair work order that the nurse call was not functioning due to a damaged cable and the bed had no power due to the power cord not being plugged into the bed. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.